Event description:
It was reported that the pt expired after an implant duration of one mo due to unk reason. No further info was provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.